Manufacturer narrative:
The anesthesia system was investigated at the hospital by our distributor field service engineer. It was concluded that the gas analyzer test failed the o2 concentration check pga sampling point test due to the supplied oxygen having oxygen below 92% v/v of o2. As from sw version 4.8, the anesthesia system has an option which allows having oxygen below 92% v/v of o2 and still be able to pass the o2 concentration check pga sampling point test. This option was not installed on the reported system. Our conclusion is that there was no malfunction of the anesthesia workstation with regards to the gas analyzer function during the reported event.

Event description:
Manufacturer's reference number: (B)(4).

Event description:
It was reported that the anesthesia workstation failed on several sub tests during the system check out. There was no patient connected to the device during the event. Manufacturer´s ref #: (B)(4).